Event description:
It was reported by the aci sales professional that a pt underwent a diagnostic coronary catheterization procedure (exact date unk). It was reported that the physician, a trained user of the mynx, chose the device for femoral arterial closure. There were no reports of complications during the procedure or the mynx deployment. It was reported that shortly after the procedure (exact timeframe unk), the pt developed a pseudoaneurysm (psa) 2 cm in size. The psa was successfully treated with a thrombin injection and there were no further reports of clinical sequela.

Manufacturer narrative:
Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contigent upon the successful completion of lot release testing and a documentation review by the quality dept.